Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date of event is unknown. The date entered in section b3 is based on the customer's report of october 2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An email complaint was received in which a low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified low sensor scan result and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced loss of consciousness with a head injury. An ambulance was called and transported the customer to a hospital. The customer was admitted to the hospital for a day and received unspecified treatment from healthcare professionals. There was no report of death or permanent impairment associated with this event.